Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anti-backup the analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and three unformed clips were fed. The unformed clips were determined to be caused by a failure of the anti-backup feature. Please note that this condition is unrelated with the event reported. The remaining clips were fed and properly formed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the medium clip applier device was fired and there was not a clip deployed. It tore the vessel. The large clip applier tore the vessel every time it was used/fired. No other details of the event were provided. There was no patient consequence reported.